Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the staff member experienced difficulties with longitudinal and lateral movements of the system's table during the treatment of a large patient (> 150 kg). The next morning, the staff member experienced pain and numbness in the leg, underwent an MRI, and was diagnosed with a slight bulging l4/5 disc, and small tears were identified. She received treatment for the injury and four months after the incident fully returned to work. A philips field service engineer (fse) inspected the table and system onsite and did not identify any issues. Log file analysis did not display any device malfunction. Philips confirmed that the system was working as intended at the time of the reported event and the customer continued to use the system without any further reports of similar issues. Standard of care dictates that health care professionals use proper body mechanics and ergonomics during the repositioning, transfer and treatment of patients. No details of the staff member¿s body mechanic related to the reported movement of the table were received by philips.

Event description:
It has been reported to philips that the patient bed was tricky to move and while moving a large patient one member of staff hurt their back. System was in clinical use.